Manufacturer narrative:
Device evaluated by MFR.: promus elite ous mr 16 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage with struts in the middle region lifted from crimped position and pulled distally. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 15feb2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The totally occluded 80% stenosed, 2.0mm x 16mm, eccentric, de novo target lesion containing a >45 degrees bend was located in the moderately tortuous and moderately calcified left anterior descending artery. Despite multiple pre-dilatations, a 16 x 2.50 promus elite drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent damage.